Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that since having the implant, the patient had a (B)(6) infection and would be having surgery. The health care provider (hcp) wanted to move the device to the other side of the body. The cable was coming off of the wound and the patient wanted to know if they would have to move the cable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's incision had not 100 percent healed or quit leaking yellow pus. The incision was oozing. The patient had taken 5 prescriptions of amoxicillin. The area all around the device was still very painful and didn't seem normal. The patient's family member could see the device coming through the incision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had an infection at the ins. The patient had swelling, drainage, incisional wound opening, and erosion. The infection was confirmed to be bacterial. The patient had leakage of blood, burning, a stabbing sensation, and part of the ins was starting to come out of the incision. This was considered a sudden change in symptoms. The patient had been on oral antibiotics 8 times and the wound had been drained several times. The patient was seen 2 weeks ago and had another appointment on (B)(6) 2015.

Event description:
The consumer via a manufacturer representative reported that the patient&#38112;leads were coming through the skin at the pocket site and there was an infection at the pocket site. The ins and lead were explanted on (B)(6) 2015. The issue was resolved.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0tnx9, implanted: 2015 (B)(6); product type lead (B)(4) .

Event description:
The consumer reported that it was leaking yellow from the right side of the incision site where the implantable neurostimulator (ins) was. The health care professional (hcp) had given him 3 antibiotics and the issue had not improved. The indication-for-use (IFU) was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.